Event description:
Please find attached information from a right total knee revision done secondary to pain and instability. No further information is available from the doctor or hospital.

Manufacturer narrative:
An event regarding instability and wear involving a triathlon insert was reported. The event for wear was confirmed. Method & results: product evaluation and results: the device was not returned; however, photographs of the reported device were provided. The photographs show a recently explanted insert, which appears to be worn. Clinician review: a review of the provided medical records by a clinical consultant indicated: this case concerns a 71-year-old female patient who underwent a cemented right cruciate retaining total knee arthroplasty and required revision of that implant on (B)(6) 2023. The procedure was done for pain and instability. I can confirm that the patient had a primary cemented total knee arthroplasty since I was able to see an x-ray of the implant. I cannot directly confirm that the patient had a revision since I was provided with no documentation such as office notes, operation notes or post revision x-rays. However there is a sheet of original stryker stickers with implant usage. The root cause of this event cannot be determined with certainty. The causes of pain and instability after a cemented total knee replacement are multifactorial including surgical technique factors, including cement technique, ligament balancing technique and restoration of proper kinematics, as well as patient factors including activity level and bmi and implant factors. Pain often accompanies instability and instability can arise due to ligament stretching or polyethylene wear. The explanted polyethylene may well be worn and should be submitted along with the explanted prosthesis to stryker engineers for analysis and examination. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability and pain. The device was not returned; however, photographs of the reported device were provided. The photographs show a recently explanted insert, which appears to be worn. A review of the provided medical records by a clinical consultant indicated: this case concerns a 71-year-old female patient who underwent a cemented right cruciate retaining total knee arthroplasty and required revision of that implant on (B)(6) 2023. The procedure was done for pain and instability. I can confirm that the patient had a primary cemented total knee arthroplasty since I was able to see an x-ray of the implant. I cannot directly confirm that the patient had a revision since I was provided with no documentation such as office notes, operation notes or post revision x-rays. However there is a sheet of original stryker stickers with implant usage. The root cause of this event cannot be determined with certainty. The causes of pain and instability after a cemented total knee replacement are multifactorial including surgical technique factors, including cement technique, ligament balancing technique and restoration of proper kinematics, as well as patient factors including activity level and bmi and implant factors. Pain often accompanies instability and instability can arise due to ligament stretching or polyethylene wear. The explanted polyethylene may well be worn and should be submitted along with the explanted prosthesis to stryker engineers for analysis and examination. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp#: 4 r-cem; cat#: 5510f402; lot#: spyjy. Triathlon prim tib baseplate - cemented; cat#: 5520-b-400; lot#: agxf. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available.

Event description:
Please find attached information from a right total knee revision done secondary to pain and instability. No further information is available from the doctor or hospital.